Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.

Event description:
It was reported that during a sleeve gastrectomy procedure, usually pressure of insufflation is supposed to be around 15. During the case, it constantly lost pressure through our trocars. You could hear the leaking of air. Despite that the pressure constantly jumped between 11 and 14 and often dropped as low as 8! This event occurred already several times and they lost a lot of time during the operation due to lack of pneumoperitoneum. This increases the time a patient has to remain under "anesthesia". They already started substituting our trocars for the ones from our competition. As a result of the difficulties encountered with this device, the procedure was prolonged 40 minutes. A competitive product was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the devices.